Event description:
It was reported that the ilet bionic pancreas was accidentally dropped, resulting in a shattered screen and a nonfunctional touchscreen; the user discontinued use of the affected ilet and reverted to backup therapy while continuing cgm monitoring, and blood glucose was reported as not affected. Symptoms included no reported clinical effects or adverse physiological symptoms. Outcomes included no need for medical intervention and no interruption of glycemic management per user report. Investigation included collection of device history and user account of the event, shipment of a replacement device, and instructions for device shutdown, data syncing via the mobile app, and return of the damaged unit. Investigation of this case revealed physical impact damage to the display assembly consistent with accidental drop, with no evidence of device-driven alarms or malfunctions preceding the event. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage unrelated to device performance.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.